Manufacturer narrative:
Investigation results: device history record (DHR) review: a ship history review for the reported upn was performed for the reporting customer. Batches (36946995), (36138268), and (35951146) were most recently shipped to the reporting facility in the 3-year period preceding the procedure date. There were no manufacturing deviations for any of the three batch numbers that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the embold device confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the coil migrated and required additional intervention. An embold? Fibered 6x20 was selected for use to treat a splenic laceration. The embold coil was successfully deployed into the proximal splenic artery. Stasis was not achieved, so the physician followed it with a 45 cm non-boston scientific (bsc) packing coil. Before they fully deployed the non-bsc coil, the embold shot distally into the spleen. The physician resheathed the non-bsc packing and sent a snare to retrieve the embold. The physician was able to grab hold of the embold and pull it back all the way to the origin of the splenic artery, but was unable to retract it into the microcatheter. The physician reported some resistance and ultimately elected to leave the embold in the patient. The physician used embold 8x20 and non-bsc packing coils to block off the proximal splenic artery. Follow-up CT imaging revealed that the embold 6x20 had stretched all the way from the splenic artery to the access site in the right groin. The patient was started on baby aspirin and the physician ordered follow up imaging in a couple of months. There were no adverse patient symptoms as a result of the event.